Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported that the patient was scheduled for a t-spine MRI later that evening. It was reported that the procedure was not due to a problem with the device or therapy. The hcp reported that they were reading from an email indicating the device had not worked for 1 year and have not turned stimulation on. It was not known if it was due to normal battery depletion as they had not spoke to the patient. No symptoms were reported. Relevant medical history includes degenerative disc disease. No further patient complications have been reported as a result of this event.